Manufacturer narrative:
Received one ias12-120lpi in open unoriginal packaging. Lot number could not be verified. Performed a visual inspection of the device, the blue rubber duck bill became detached from the sound reducer, there was also a tear in one of the quadrants. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: precautions: if using the optional sound cap: inspect sound cap blue foam and blue seal prior to use use caution when inserting a sharp or large device through the cannula inspect the sound cap after use for physical damage of any kind this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the, ias12-120lpi, device was being used during a robotic ventral hernia procedure on (B)(6) 2019. At some point, the rubber flap became separated from the sound cap. The rubber flap from the sound cap was discovered inside the patient during surgery. Further assessment found that the center material of the sound cap was torn away during the procedure and fell into the surgical site of the patient. A laparoscopic instrument was used to remove the component. There was no report of user or patient injury. There was no need to medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.